Manufacturer narrative:
Plant investigation has not yet been completed. A follow report will be filed, upon completion of the investigation.

Event description:
A hemodialysis facility has reported that during treatment, a blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is not available for MFR eval and has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation due to loss during transit and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.